Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred while clamping/occluding the common carotid artery and insertion of the enroute 0.035" j-wire that resulted in a secondary stent being placed over the common carotid artery to resolve. There were no patient complications reported as a result of this event. The procedure was completed successfully.